Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6), 2011 a vns implanting surgeon reported that the vns pt was going for battery replacement on (B)(6), 2011 due to the battery being at eos. On (B)(6), 2011 pre-op interrogation of the generator showed the settings at 2.25 ma/ 30 hz/250 usec/ 30 sec/3.0 min/ 2.50 ma/ 30 sec/ 250 usec/ yes. Normal mode diagnostics showed ok/ok/5/yes and system diagnostics showed ok/ok/2/yes. After connecting the new generator to the implanted lead, the surgeon noticed small bubbles and fluid inside the lead insulation. When he squeezed the lead with his fingers, he noticed fluid being expelled from what appeared to be a break in the lead insulation. At this point the surgeon decided he would need to perform a full revision. The surgeon cut the implanted lead as close to the anchor coil as possible; he did not want to attempt removal of the old coils due to heavy scarring. The new lead electrodes were placed superior to the old electrode coils. Two system diagnostic tests, one out-of-pocket and one in-pocket, on the new generator indicated ok/ok/1/no and ok/ok/2/no respectively. The pt's generator was programmed to the same settings as prior to the surgery. A final interrogation confirmed settings of 2.25 ma/ 30 hz/ 250 usec/ 30 sec/ 3.0 min/ 2.50 ma/ 30 sec/ 250 usec/ no. The surgeon reported that the pt experienced some trauma to the area previously but did not provide any add'l details. The explanted product was returned to the MFR for product analysis on (B)(4) 2011. The product is currently undergoing product analysis that has not yet been completed. When add'l info is received, it will be reported.